Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and allowed ccc remote access. The customer stated that the quality controls (qc) were out of range. The customer replaced integrated multi-sensor technology (imt) consumables such as standard a, standard b, diluent fluids and sensor. Ccc assisted the customer in bleaching the sample port and vent ports three times followed by water cycling standards through each time. Ccc requested the customer to inspect the imt probe, which passed. Ccc aligned the imt probe and module. Ccc requested the customer to rerun qc, which were within range. The cause of the discordant, falsely depressed na result on one patient sample was unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed sodium (na) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The customer observed negative anion gaps and repeated the sample on the same instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na result.